Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left forearm vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 10atm within 60 seconds. The device was removed using normal methos without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination identified a balloon longitudinal tear beginning approximately 1mm distal of the proximal markerband and extending approximately 3mm proximal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left forearm vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 10atm within 60 seconds. The device was removed using normal methos without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.